Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified crease fold and fluids. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported right side deflation. Healthcare professional has confirmed. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional has confirmed. Device has been explanted.